Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a no delivery alarm during the excessive no delivery test due to a faulty force sensor. The pump also had a cracked case at the display window corners and reservoir tube lip, as well as minor scratches on the display window.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was able to exit with a manual prime, but a no delivery alarm also occurred. It was also found the customer's insulin pump alarmed no delivery with a new infusion set and reservoir. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.